Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2015 a carbomedics standard a5-023 mechanical aortic valve was implanted. On (B)(6) 2018 a second carbomedics standard a5-023 valve was implanted at the aortic position. No further information was received.

Manufacturer narrative:
The manufacturer received additional information on oct 25, 2018. The event description in section has been updated as follows: on (B)(6) 2015 a carbomedics standard a5-023 mechanical aortic valve was implanted. On (B)(6) 2018 a second carbomedics standard a5-023 valve was implanted at the aortic position. The patient was infected with a microbacterium believed to have originated from the sorin heater-cooler device. The valve itself was not infected, nor was there any defect in the carbomedics standard a5-023 standard valve. The tissue surrounding the valve and the grafts that had been implanted were however infected. The patient is reported as alive but the patient has lost high pitch hearing and can now only hear base sounds. As it was not a valve device defect, the device was not kept by the hospital. Based on the information received this event is deemed to be not valve related and therefore no further investigations are required. The root cause is not valve related.

Event description:
On (B)(6) 2015 a carbomedics standard a5-023 mechanical aortic valve was implanted. On (B)(6) 2018 a second carbomedics standard a5-023 valve was implanted at the aortic position. The patient was infected with a microbacterium believed to have originated from the sorin heater-cooler device. The valve itself was not infected, nor was there any defect in the carbomedics standard a5-023 standard valve. The tissue surrounding the valve and the grafts that had been implanted were however infected. The patient is reported as alive but the patient has lost high pitch hearing and can now only hear base sounds. As it was not a valve device defect, the device was not kept by the hospital.

Manufacturer narrative:
The manufacturer has made a correction to the event description. The updated description is recorded in section. On (B)(6) 2015 a carbomedics standard a5-023 mechanical aortic valve was implanted. On (B)(6) 2018 a second carbomedics standard a5-023 valve was implanted at the aortic position. The patient was infected with a microbacterium. The valve itself was not infected, nor was there any defect in the carbomedics standard a5-023 standard valve. The tissue surrounding the valve and the grafts that had been implanted were however infected. The patient is reported as alive but the patient has lost high pitch hearing and can now only hear base sounds. As it was not a valve device defect, the device was not kept by the hospital.

Event description:
On (B)(6) 2015 a carbomedics standard a5-023 mechanical aortic valve was implanted. On (B)(6) 2018 a second carbomedics standard a5-023 valve was implanted at the aortic position. The patient was infected with a microbacterium. The valve itself was not infected, nor was there any defect in the carbomedics standard a5-023 standard valve. The tissue surrounding the valve and the grafts that had been implanted were however infected. The patient is reported as alive but the patient has lost high pitch hearing and can now only hear base sounds. As it was not a valve device defect, the device was not kept by the hospital.